Event description:
The event involved a tego¿ connector where the customer reported that the device had to be replaced in less than 7 days of use due to the valve presenting protrusion, which interrupted blood flow. The event occurred during patient use, and no one was reported harmed as a result of this event.

Manufacturer narrative:
E1 - (B)(6). The device is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Investigation summary although no photos or vides were shared, complaint can be confirmed based on failure mode description and device history record review, the probable cause is due to a to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Corrective and preventative actions are in progress.